Event description:
At 2:45am the ventilator malfunctioned and went into an emergency back-up mode of pre-set parameters. The ventilator alarmed and the nurse immediately ambued the pt. The ventilator was replaced and sequesetered in the respiratory department. The pt was ambued for ten minutes and suffered no injury. A check of the electrical outlet revealed adequate voltage was being supplied. A check of the ventilator by co revealed three software errors caused the ventilator malfunction. The software was replaced and the ventilator was tested and passed. The ventilator has been returned to service.